Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose level (bg) rose to 15 mmol/l (270 mg/dl) while wearing the pod. The pod reportedly fell off the infusion site, causing the cannula to dislodge. As treatment, a new pod was placed.

Manufacturer narrative:
Updated d4 lot number from unavailable to pd1k08112231. Updated d4 serial number from unavailable to (B)(6). Updated d4 expiration date from unavailable to 0691172